Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. Oversensing of noise resulting in pacing inhibition was also observed. The involved lead is a non boston scientific product. Reprogramming was performed. No adverse patient effects were reported. This device system remains in service.